Event description:
It was reported that during implant, the physician had difficulty extending/retracting the helix of the lead. In addition, during positioning, the stylet became stuck in the lead. The lead was removed and replaced successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated and was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in blood. (B)(4).